Event description:
It was reported that the external pulse generator had a damaged connector. The generator was returned for service. There were no patient complications reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4): analysis confirmed the reported event, the ventricular output connector was broken. It was also noted that the ring cover was contaminated and two side bail covers were broken and contaminated.